Event description:
Pt underwent cataract extraction with intraocular lens implant of right eye. During procedure phaco handpiece malfunctioned and a back up handpiece was opened from sterile packaging. During the procedure, the physician noted red and green specks adhering to the pt's iris. The specks could not be completeley irrigated from the eye. Phaco handpiece impounded and returned to MFR for evaluation.